Event description:
It was reported that the patient presented to the hospital. The physician explanted the implantable cardioverter defibrillator (ICD) on (B)(6) 2021 due to unspecified issue. No further information was reported.

Manufacturer narrative:
The reported event was that the device was implanted and explanted on the same day due to unknown reasons. The device was returned and analyzed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.